Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) was not showing glucose readings while using the ilet, and the user entered an incorrect g7 pairing code during attempts to pair the sensor; troubleshooting and education were provided to re-enter the correct g7 code and address the pairing failure. The user reported a fingerstick glucose peak of 270 mg/dl with no associated symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet and identified a usage problem related to improper procedure and incorrect pairing, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.